Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in three pieces. External abrasion was found breaching the outer insulation and exposing the outer coil at 4.6 ¿ 5.8 cm from the distal tip consistent with friction to another device or feature of patient anatomy. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.